Event description:
The customer contact reported that during maintenance testing at the user facility, a s421 (motor error-pmc, right) malfunction alarm code was noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility a s421 (motor error-pmc, right) malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.